Event description:
It is reported that the nail became stuck in the bone during insertion. Attempts to remove the nail failed and the surgeon eventually hammered the nail in completely and finished the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.